Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 28, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the receiver-stimulator was found to have migrated from implant site; subsequently the patient underwent revision surgery on (B)(6) 2016, to re-position the receiver-stimulator.